Event description:
This MDR is filed to give a response to the (B)(4).

Manufacturer narrative:
This MDR is filed to give a response to the (B)(4). It was reported that the ventilator failed during ventilation and the ventilator screen displayed "disk boot failure". After the event the device was evaluated on site by a drager service tech. The device behavior could be reproduced once. The device log was downloaded and made available for investigation. The investigation shows, that on (B)(6) 2013 - the date of the event - the c500 cockpit had lost access to the hard disk drive (hdd), which is used for data storage. This caused the reported error message. The c500 cockpit performed a warmstart to restore data base. After this event no further entries are written in the logbook, as it could not be stored on the hdd. The infinity acs workstation cc consists of the two main components c500 cockpit (user interface), and v500 ventilator. These two components work largely autonomous. Therefore it is very likely, that the v500 continued ventilation during the cockpit warmstart. Due to missing log entries this cannot be verified. In the less likely case that also the v500 performs a warmstart, this needs only some seconds and thereafter ventilation is continued with the former settings.